Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left hip revision. Patient was brought back to or for a recurring hip dislocation that was done 2 weeks ago. Surgeon removed the acetabular cup, liner, head and replaced with competitor product.